Manufacturer narrative:
Concomitant products: product ID: 5024m-52 lead, implanted: (B)(6) 1999.

Event description:
It was reported that several hours post a device replacement procedure, it was noted that the right ventricular (rv) and atrial leads had been reversed in the device header. The patient was brought back in to reverse the leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.